Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 23.50. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 23.5 diopter preloaded injector. After filling viscoelastic into the cartridge, the injector broke (screw plunger parts disengaged from main body). No patient contact.